Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:(B)(4), model: sc-2208-50, serial: (B)(4), batch: 188525/a28094.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted ipg and percutaneous leads will be returned.

Manufacturer narrative:
Sc-1110, sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The ipg passed all the required tests and revealed normal device characteristics. Hence, the probable cause selected for this complaint is no problem detected. Sc-2208-50, sn (B)(6). The returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics. The leads revealed no anomalies. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted ipg and percutaneous leads will be returned.